Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the three-step drill bit broke off during drilling of the shs. The drill tip remained inside pat body." A surgical delay of 90 minutes was reported.

Event description:
As reported: "the three-step drill bit broke off during drilling of the shs. The drill tip remained inside pat body." A surgical delay of 90 minutes was reported.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill shows signs of intense usage evident by presence of scratches and other usage marks. The drill was found to be broken around the tip. The cutting edges of the drill are blunt and slightly damaged. However, a sign of third-party refurbishment/rework was found at the proximal end of the drill, thus a further device inspection is deemed dispensable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation it was found that although there was failure confirmation but there was already a refurbishment done to the drill as indicated by the engraving on the proximal end of the drill. This marking is not made by stryker at any point of time. Instruments which are refurbished by third parties/external sources and then returned to the customers are not regarded to have been put on the market by stryker. After any sort of rework done externally, they become products of a third party. There are no warranty claims against stryker for third-party products. If any additional information is provided, the investigation will be reassessed.